Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted and replaced due to dislodgement. It had muscle tissue on the end of the lead and would not fixate to the tissue. Should additional information become available, this file will be updated.